Event description:
On (B)(6) 2012 the patient contacted the animas reporting that about one week ago the up button was intermittently unresponsive and required multiple hard presses to elicit a response. The patient claimed there are no cracks or tears in the keypad and there is no trauma or water exposure to the pump. The patient reportedly wore the pump on a belt clip and cleans the pump with a damp cloth. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the contrast and up arrow keypad buttons have intermittent response and when pressed, required excessive force to evoke a response. All other keypad buttons were appropriately responsive. The keypad cover was removed for investigation and revealed contamination under the up arrow, down arrow and contrast key contacts.